Manufacturer narrative:
The date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6).

Event description:
It was reported that patient was experiencing ineffective therapy due swimming post-op against physician's order. Further investigation revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2023-05616. Additional information indicates that patient was also experiencing pain at ipg site. As a result, surgical intervention was undertaken on 07 november 2023 where the lead and ipg was repositioned to address the issue.